Event description:
It was reported that the patient started having pain on the outside middle part of his hip in may. Patient states that he was limping. Patient has had MRI and blood work performed.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.